Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing detached from the cartridge. Reportedly, the customer stated that there was a screw driver in the pocket with the cartridge which most likely caused the tubing to break. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge and resume insulin delivery.